Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 18-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine (15 mg/ml at 8.0 mg/day) via an implantable pump for unknown indication. It was reported that the patient admitted to the emergency room (ER) with respiratory depression and the cause was unknown. The patient takes oxycodone and it was believed that he might have taken too many. There were no diagnostics performed. The patient was admitted to the intensive care unit (ICU), narcan was administered, vitals were monitored and patient's daily pump dose decreased 30% from 11.49 mg/day to 8.0 mg/day. It was unknown if the issue was resolved at the time of the report. The healthcare provider (hcp) had no further information to the manufacturer. Additional information was received from the healthcare provider (hcp). It was reported that. When asked if the patient¿s infusion pump, therapy, or an associated procedure were causal or contributory with respect to the patient¿s respiratory depression, ICU admission, or narcan administration, the nurse reported that the physician and clinic had been trying to get in touch with the patient but had not heard back or received a call back. The nurse reported that the patient was extremely hard to get in touch with. The nurse stated that they believed the pump was working fine, but they could not be certain of that as they had not heard back from the patient. The nurse added that they were looking more at the patient¿s oral medications. It was confirmed that the patient was prescribed oral oxycodone as needed, and the last prescription was on (B)(6) 2026. They had no further information about the event but indicated that they would inform us of any updates they received.